Manufacturer narrative:
Initial reporter phone number (B)(6). Field service engineer visited the account after the event. Fse found low power at disposable lens (dl) and that the pump fiber had a burnt mark. He replaced the acousto-optic modulator (aom) driver and pump fiber to resolve low power issue. Perform parameter adjustment using software. After replaced part and software adjustment the power at the ds when back to normal. Completed service checklist and system meets all jjv specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that laser had power issues. Field service engineer was dispatched to check the system and during inspection found that the pump fiber had a burnt mark.

Manufacturer narrative:
Additional information: the review of the device history record (DHR) for showed that there were no issues or non-conformance reports associated to the system. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Additionally, the probability of harm and severity are within defined ranges of the risk management file. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.